Event description:
Report received of patient having had a catheter issue- pulled out of intrathecal space - reimplantation required. Patient complaining of urinary complications. Follow up with hcp revealed patient experienced event of "urinary symptoms" concurrent with dislodgement of the catheter and surgical replacement of the device. Cause of event has not been definitively determined - symptoms were not consistent with overdose or underdose of baclofen. Patient returned for care post catheter replacement with loss of control of bowel, bladder and legs. Patient required use of a wheel chair. Patient's baclofen dose was turned down to minimal to keep the pump functional. Patient's condition improved except for bladder function. Patient was admitted to the ER because they felt miserable and was found to be very distended and "liters" of urine were removed from their bladder. Patient has improved and has pre event gait and bowel function but continues to do self catheterization. Patient does not have therapeutic control of spasticity at present rate of pump. Patient is also being followed by a urologist.